Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the main coil and the delivery wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. The functional could not be performed due the main coil and the delivery wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22feb2025. It was reported that the coil was stuck in the catheter. The target lesion was located in the splenic artery. A 12mm x 40cm interlock-35 coil was selected for embolization. During the procedure, it was noted that the coil was stuck after pushing part of the coil to the catheter, and it could not be pushed out of the catheter after many attempts. The coil was withdrawn, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed an arm coil detachment.